Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error 9 message was reported with the freestyle libre 2 reader. As a result, the customer was unable to obtain readings and experienced dizziness, and was unable to self-treat. The customer self-presented at an ER where she was diagnosed with hyperglycemia and was administered a 15 unit humalog injection and 2 bags of fluid as treatment. There was no report of death or permanent injury associated with this event.